Event description:
During the leadless pacemaker (lp) system implant procedure, due to patient's small heart anatomy, it was difficult to access the right ventricular (rv). When the lp was maneuvered into a good position in the rv, the introducer was lowered and the lp positioning was lost. At that time the patient experienced a drop in blood pressure resulting in syncope. A medication was administrated to stabilize the patient. The lp system was explanted and the physician elected to implant a traditional pacemaker.